Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt and check therapy electrodes) has been confirmed. As received, the monitor failed incoming functional testing and was unable to perform a baseline. The cause of the failure was isolated to a defective transistor q701 on the ca board. The root cause of the defective transistor cannot be positively identified.. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving frequent adjust belt and check therapy electrode messages.